Event description:
It was reported that the patient had dizzy spells recently. It was noted that during routine follow up, the device was unable to be interrogated and there was no magnet rate. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testingrevealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. For use by user facility/importer (devices only). (B)(4).